Event description:
It was reported to covidien on 06/01/2009 that a customer had an issue with a dialysis catheter. Customer states that this catheter had a cracked adaptor, and had to be pulled and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.